Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, the reported difficulty and treatment appear to be related to the circumstances of the procedure. It is likely that interaction with the anatomy contributed to the failure to cross with the retrieval catheter. The additional treatment with the support catheter was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous de novo internal carotid artery that was 80% stenosed. An emboshield nav6 5.0 filter was placed then a non-abbott stent was deployed. It was then attempted to retrieve the filter, but the retrieval catheter failed to cross due to the anatomy. The retrieval catheter was removed, and the support catheter was advanced further. While doing this, the filter moved downward, and the physician took the opportunity to take out the filter through the support catheter with no harm to the patient. There was no adverse patient sequela reported. No additional information was provided.